Event description:
It has been reported that during a surgical procedure, the swivel adaptor of the device became loose and fell out of the unit. Prior to the surgical procedure, the customer had observed that the swivel adaptor was a bit loose. The sale representative adjusted the cam rod. According to the customer, no pt injury observed at that time. The customer will not return the system.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.